Event description:
It was reported that the insulin gauge was inaccurate. There was no reported adverse impact to the customer. Customer continued to use the existing cartridge and follow up if necessary.